Manufacturer narrative:
Multiple attempts were made to obtain additional information from the customer; however, no response was received. Consequently, no further details were available for assessment. No cause of death was reported, and there were no allegations indicating device malfunction, misuse, or contribution to the event. Based on the information available, the investigation was unable to identify any device-related involvement in the reported event.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the customer requested assistance retrieving information for a patient that had passed away. The patient was admitted through the emergency department on (B)(6) 2025 and transferred to the micu the same day. The patient was then downgraded and transferred out of the micu on (B)(6) 2025. Biomed was unable to find the patient data with medical record number or patient name and was waiting on the nurse manager for the bed label. It was also indicated there was no interruption in patient monitoring but the cause of death was not provided.